Event description:
In (B)(6) 2013, a double valve replacement was performed due to mitral regurgitation and aortic stenosis. A 25 mm sjm epic valve was implanted in the mitral position and this 19 mm sjm trifecta valve was implanted in the intra-annular aortic position utilizing single sutures. Approximately 2 years post procedure, the patient presented to the hospital and an echocardiogram revealed aortic regurgitation. An emergency re-do aortic valve replacement was performed, where the trifecta valve was explanted and replaced with a 19 mm tissue valve from another manufacturer. A leaflet tear was observed on the non-coronary cusp of the explanted valve, which extended from the commissure of the right coronary cusp to the base of the non-coronary cusp. The 25 mm epic valve remains implanted in the patient's mitral position with no issues. The patient was reported to be recovering postoperatively.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results of the investigation concluded tears in each cusp, a thin layer of fibrin on each cusp, and fibrous pannus ingrowth on cusp 2. There was no evidence of acute inflammation or significant calcifications and gram stains were negative for organisms. No evidence was found to suggest the cause of the cuspal tears, pannus formation, and thrombus formation was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.